Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0348929v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0348929v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The patient reported a power on reset (por) code. It was an informational por. The patient got up from bed was when the por was seen . It was unknown if there were recent medical tests or electromagnetic interference (emi) exposure. The patient's wife was able to find instructions on the internet to clear the por. No symptoms reported. It was noted that this occurred suddenly on the day prior to the report. The patient's relevant medical history includes non-malignant pain and failed back surgery syndrome.